Manufacturer narrative:
Reported event of deformed helix was not confirmed. Visual inspection noted the helix length was within specifications. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received described the deformation seen on the helix as being bent.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient experienced high premature ventricular contractions (pvc's) after releasing the device. The device was retrieved, and the helix was noted to be slightly deformed. The device was not used, and a new one was implanted. There were no patient consequences.